Event description:
The account alleges that the pt pendant cable has been cut as a result of the nursing staff transporting the pt in the bed, cutting the cable while getting on the elevator. No injury as a result of the issue.

Manufacturer narrative:
The technician replaced the pt pendant, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.